Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had poor separation; caused no serious injury medical intervention.